Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform sn (B)(6) has a broken screen. It was noticed during a call when the crew tried to use the platform. Initially they said it affected functionality, but it was tested in a controlled setting later and the device appeared to be working just fine, however, a portion of the screen is not readable. There are no visible cracks on the screen, but a portion of the lcd is no longer legible. Patient's status information was requested but the customer did not provide a response.